Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. The handle broke during the procedure. The clinician pushed the blue plunger down and when turning to deploy, the spring and cap popped up. The capsule did not deploy. No serious injury to the pt was reported.